Event description:
It was reported that the patient presented in-clinic after receiving a patient notification due to high, out of range high voltage lead impedance. No noise was seen with isometrics and provocative testing. During subsequent follow-up, the device was reprogrammed and dft testing was successfully performed. The patient was in good condition with no adverse consequences.